Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that while running the axsym digoxin iii assay, error code# 1113 (invalid test result, read value#) and error code# 1063 (invalid test result, correlation coefficient too low) was generated on patient samples. There was no impact to patient management reported.